Manufacturer narrative:
Clinical interface (interface mount on the clinac)/conical collimator mount damage leads to incorrect isocenter alignment. Incorrect isocenter alignment may go undetected if the user does not perform winston-lutz test prior to every srs treatment. No misadministration occurred in this case. However, the magnitude of error is in range of maximum 2-3 mm off target treatment. This would result in unintended high dose to normal tissue and critical structures. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. Further actions will be addressed in varian's CAPA process. No follow-up reports are anticipated.

Event description:
The customer reported that the "collimator positioner mount" whilst necessarily heavy is prone to calibration disturbance if knocked or bumped, and accurate re-positioning is difficult and time consuming to achieve. No serious injury to the patient was reported, as the user observed this issue prior to treatment. No further patient information was provided.